Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump did not detect downstream occlusion within specified range. Further described as "downstream occlusion greater than 19 psi(pounds per square inch). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Corrected h6: medical device problem code is updated to a160106. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'downstream occlusion was greater than 19 psi' was not reproduced. The device was sent in for downstream occlusion testing and passed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The event history log (ehl) review was performed and revealed multiple events of "downstream occlusion!" Alarm, however downstream testing results or failures cannot be determined through the log. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.